Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited noise oversensing. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Correction: section d6a- added the missing implant date in initial report, which is (B)(6) 2017.